Event description:
We received a report that after implanting an zcb0000215 intraocular lens (iol) the surgeon used an ora abberometer. The readings obtained suggested using a different diopter power. The incision was enlarged and the iol cut out. An exchange was performed during the same procedure. The report indicated there was no patient injury.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.